Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of exposed frayed internal wiring. A replacement power extension cable was used for to power on the unit successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the exposed wires could not be determined.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.